Event description:
It was reported that pump experienced malfunction alarm with code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.